Manufacturer narrative:
Investigation summary: visual inspection of returned sample confirms the non-conformance: the cannula has presented a crack/split which results in leakage. Lot number / product family history: complaint trending review of lot for this issue reveals 1 complaint for this lot. DHR/bhr review: (B)(4). Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. Customer complaint is related to perforated cannula, confirmed thanks to picture and returned sample. Root cause description: based on returned sample and after our cannula (metal part of needle) supplier reviewed DHR, the failure mode has been confirmed and identified as a hole/split cannula. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a hole above the base of the bd microlance¿ needle. There was no report of injury or medical intervention.